Manufacturer narrative:
Device passed the displacement test but rewind or prime fill anomaly during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery alarm due to loose drive support disk. No charge or battery lasts less than expected anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had squirted insulin during priming instead of dripping. The customer¿s blood glucose level was unknown. Customer stated that the battery life was less than a week and unexplained no delivery alarms. Customer stated that the insulin pump had louder on rewind. The insulin pump will not be returned for analysis.